Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that they performed self test and it did not passed through load reservoir process. Customer stated insulin continuously went out the tubing during load reservoir and they performed displacement test and it was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, device had unexpected pump error 68, pump error 49, pump error 23, pump error 25 after monitoring for several minutes, pump error 75 alarm during self test and high sleep current measurement due to cracked electrical board. The test p-cap locks properly in place in the reservoir compartment noted. Device received with scratched case and pillowing keypad overlay.